Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had detected noise on both the rate/sense and shock portions of the defibrillation lead. As a result, the device was reprogrammed to other than monitor + therapy. In addition, out of range pacing and shock impedances were also detected on the same day of this programming change. In further investigating, the patient was later seen by a different physician who suspected that the patient had an infection and the device and lead were explanted. No further patient effects were reported.

Manufacturer narrative:
A return request was made for these products. Investigation is completed for this event at this time. Should additional information become available this event will be updated.